Event description:
It was reported that the device was used during a low anterior resection. The device fired an incomplete staple line and malformed staples. There was a potential for bowel leakage. The case was completed by performing a colostomy.